Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with multiple programmers and wands and did not emit tones with application of a magnet.